Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen was blank. The backlight is working. The lcd display ribbon cable needs to be replaced to resolve the issue. The device logs were able to be retrieved. No repairs were performed. The unit has been scrapped.